Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) came to the emergency room after experiencing intermittent diaphragmatic stimulation the past few days. A device check found there was no capture but impedances and sensing were good. The device appeared to have migrated down in the pocket. An x-ray found the leads had all dislodged. The physician requested the field representative turn off all pacing and tachy therapy until the issue could be resolved. There were no additional adverse patient effects reported. Additional information was received stating that the patient suffered from twiddler's syndrome and had caused all the leads to pull out of place. The leads were successfully repositioned and remain implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.